Manufacturer narrative:
An attempt to inflate the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 4.5mm from the balloon proximal tip. The review of the lhr (lot f1323107) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Pvd or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the mid femoral head via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Peri-procedure, the patient was anti-coagulated with 7,000 units of heparin via IV. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician withdrew the catheter past the first point of resistance and before the balloon abutted the arteriotomy (second point of resistance), the balloon lost pressure and the sealant was never deployed. The device was removed and the patient was converted to 30 minutes of manual compression at which time a clamp was placed for 2 hours and 25mg of protamine was administered. It was noted that the integrity of the balloon was intact during the prepping of the device and visual confirmation of the inflation indicator was noted. It was also noted that there was no resistance upon insertion of the device and there was no hematoma documented. The patient was ambulated and discharged to home the same day with no clinical sequela noted.